Manufacturer narrative:
The anesthetic is a supplied item and the complaint notification was forwarded to the supplier. Batch record review performed by the supplier for bupivacaine lot # 52140ev revealed no discrepancies that may have contributed to a complaint of this nature. All testing was performed and was within specification requirements. Potency testing performed on retained sample for the reported drug lot # found to be within specification. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. The complaint could not be confirmed.

Event description:
It was reported that a medication in portex® spinal kits was ineffective. No patient injury reported.